Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery due reservoir migration. The ipp components were removed and replaced. There were no patient complications.